Event description:
No harm to patient. Suction tubing attatched to paient's purwick male catheter was continuously disconnecting from pt. Other connections had to be taped to prevent this from happening.